Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 (type I bone) in site #22. Primary stability and osseointegration were achieved. The implant was removed on (B)(6) 2011 due to pain and mobility. The patient's medical history reveals no significant findings.